Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the caller stated that they were in a case right now where the patient had an 879 catheter. It was noted on there that there was only one catheter volume for the removal. It said that 3 centimeters had been removed prior. Now they were here and the catheter was damaged accidentally. They removed 16.5 centimeters from the original catheter and replaced it with an 8578 which was 7.5 cm. The issue was not resolved through troubleshooting. Additional information was received from a manufacturing representative and stated that the he was in the operating room (or) and he didn't have time to answer additional questions at the time of the call but would call back to provide further information.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.